Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2003, pt underwent intra-abdominal lysis of adhesion and a complex repair of a recurrent incisional hernia with composix mesh. Multiple defects were noted, and there was attenuated fascia that was excised. On (B)(6) 2008, pt underwent exploratory laparotomy, lysis of adhesions, and repair of recurrent incisional hernia with composix kugel mesh. The composix mesh was noted to have pulled free on the right side and it appears that the composix mesh was divided to gain access to the abdomen, but it was not excised.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh, therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The medical records provided do not indicate that a device failure occurred, the mesh was divided to gain access to the abdomen, and not due to a mesh related issue. See MDR 1213643-2009-00299 for info related to the composix mesh implanted on (B)(6) 2003.